Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100079777 was reviewed. No non-conformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar complaints were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient who was injected with a total of 3 ml of radiesse into the hands, on (B)(6) 2015. In 2015, the patient experienced lumps in her hands. The patient returned to her treating physician several times in 2015, with the same complaint. Corrective treatment included flushing the patient's hands with saline and corticosteroids and usage of radio frequency lasers to reduce the lumps. The reporter wanted to consult a medical doctor about this case. A punch biopsy, to determine whether there was a granuloma, was considered. In the opinion of the reporter this was not a serious issue however he would like to know how to reduce the lumps. No action has been taken yet. Follow up information received on 17-may-2016, 26-may-2016, 27-may-2016 and 03-jun-2016: the event nodule was amended into granuloma due to confirmation of the diagnosis by biopsy. The patient's initials were reported. The patient had radiesse injected into right and left hand dorsum for soft tissue augmentation. Batch number was reported as 100079777 (expiry date in 02/2017). In (B)(6) 2015, six months after radiesse injection, the patient developed lumps. She had 3 lumps on the right side and two on the left side. In (B)(6) 2016, the physician performed an excisional biopsy of the patient's right hand, where radiesse was injected. The physician took a punch biopsy with a part of the lump and a part of the normal looking skin. A trisection of tissue measuring 1.0 x 0.5 x 0.2 cm was sent for investigation. On (B)(6) 2016 biopsy results were provided. Diagnoses were dermal nodular aggregate of foreign-bodies with marked giant-cell reaction, fibrosis and inflammation, consistent with synthetic material injection and benign epidermis with solar elastosis, negative for dysplasia. On (B)(6) 2016, the physician reported that he had some success in softening the lumps by injecting steroids and saline. The physician is going to continue to treat the patient periodically and follow-up every 4 to 6 weeks. On (B)(6) 2016 the physician confirmed that he feels this damage is permanent. He has tried several courses of steroid injections. He would see minor improvement and softening of the lumps but explained that he saw the patient just this week and that her lumps had returned to their larger size and hardness. The patient is very unhappy as the lumps are very visible and very firm. The physician is going to continue injecting the patient's hands with steroids as he feels this intervention is needed to try to treat the patient. He feels that it will not help however and that the lumps will most likely remain.